Manufacturer narrative:
Batch review performed on 05 march 2019: lot 179501: (B)(4) items manufactured and released on 10-apr-2018. Expiration date: 2023-03-27. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event. Clinical evaluation performed by medical affairs director: early partial loosening of cemented tkr, one year post surgery. The lateral view, date unknown, shows a detachment between cement and bone in the anterior tibia. With the information available, no further conclusion as the origin of this event can be drawn. There is no evidence of defect of the device.

Event description:
Revision surgery performed, 1 year and 1 month after primary surgery, due to instability caused by an aseptic loosening of the tibial tray. The tibial tray and tibial insert have been revised.